Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the motor device was noisy, became hot and was smoking. This event did not occur during surgery. It was reported that there was no delay to a planned procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the drive shaft of the motor device was broken causing the device to overheat during testing. It was further determined that the device failed pretest for handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the use of excessive force, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.